Event description:
The customer reported to olympus that the single use aspiration needle broke off while it was used with an evis exera ii ultrasonic bronchofibervideoscope. The tip was missing and broken off when they pulled the needle out of the scope and upon pulling the scope out, they noticed the tip was in the channel. The issue was found during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus tbna) procedure. Olympus received further information indicating that the needle broke from the sheath in the patient's lymph node following 4 passes, but the operator was able to extract the needle when they pulled the entire scope out. There was a 5-minute delay with the patient under general anesthesia while retrieving the distal 11 cm of the fractured ebus-tbna needle from the patient¿s airways. The defective single use 19g ebus-tbna needle was set aside and the procedure continued and was completed with an alternative single use 19g ebus-tbna needle. The provider had the damaged needle. The customer was advised to return the scope since the needle tip got stuck in the channel; however, the customer noted it was unknown if the scope had a malfunction or if it had an issue. There were no reports of patient harm as positive control and direct visualization of the fractured needle was maintained at all times within the ebus scope. The related complaint with patient identifier c23523034 reports the single use aspiration needle.